Manufacturer narrative:
The following fields were corrected due to additional information: b3 date of event: (B)(6) 2020. H6: investigation summary: bd had not received samples, but one (1) customer photo of tubes were received for review and analysis. The photo confirms the following reported defect of fm (embedded) in the tube. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted.

Event description:
It was reported the bd vacutainer® serum blood collection tubes had foreign matter in tube; biological and non-biological. This event occurred 2 times. The following information was provided by the initial reporter: the customer stated "there is a particulate on the tube and are not meeting specs."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® serum blood collection tubes had foreign matter in tube; biological and non-biological. This event occurred 2 times. The following information was provided by the initial reporter: the customer stated "there is a particulate on the tube and are not meeting specs."